Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. It was concluded that the device was explanted for normal battery depletion and that it was functioning normally with no setscrew and impedance issues noted.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The rv lead also exhibited high pacing threshold measurements. When the pocket was reopened, it was observed that the rv setscrew was stuck. It was indicated that the physician was using a particular torque wrench designed for another device model. No additional adverse patient effects were reported. The device was explanted and replaced while the lead remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.